Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of egms, the right ventricular lead exhibited increasing capture threshold starting in (B)(6) 2017. An increase in pacing and high voltage lead impedance was also noted. The lead was extracted and replaced on (B)(6) 2017. The patient was stable, before, during, and after the procedure.